Event description:
It was reported that during a case at the burring of the femur and tibia for the tka blocks, the system froze and the screen went white and then black. It went out of current case back to beginning of the case to patient begin operation screen. It was able to bur the femur, as well as use the plan checker on femur, but it wouldn't allow to move onto the tibia. Right when selecting tibia to go bur the holes is when the software went out. Tried 3 times and system didn't work. Doctor decided to complete tibial resection and rest of the case with manual instrumentation.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides recovery actions at different points of failure throughout the case in the recovery procedure guidelines section. Review of the log files confirmed that the software unexpected exited. The issue was caused by a poor bone mesh generation/point collection. The software was unable to resolve the surface into a bone model, causing it to crash. A relationship between the device and the reported event could be established. The probable cause of the issue was a software failure.